Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and the reported issue was reproduced. During evaluation, keypad numbers 1 and 4 were not working. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be the keypad which requires replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, keypad numbers 1 and 4 were not working.